Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report 3004209178-2016-42771.

Event description:
It was reported that the customer passed away in the intensive care unit of a hospital. The cause of death was hypoglycemia. The caller stated that the customer slept through the night, which was abnormal due to his neuropathy and usual pain. The customer was unable to be woken up. The reservoir was empty the next day it was put in the insulin pump. His blood glucose was 19 mg/dl when the paramedics arrived. He was hospitalized on (B)(6) 2016, was in a coma for a week, and then passed away on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected by the paramedics, one week prior to passing. The customer did not use sensors. The caller stated that the paramedics took the customer's insulin pump, but later returned it to the caller. See medwatch report 3004209178-2016-42771